Event description:
A peri-guard patch was implanted on 03/10/1997 as a glaucoma drainage implant cover. Conjunctival erosion occurred over the implant. The peri-guard was explanted on 06/09/97. This info was bought for a retrospective analysis.